Event description:
A cartridge alarm 30 was reported by the caller, and there was no adverse impact to the customer's blood glucose level. Customer had not previously reported similar cartridge alarms with the pump. Technical support confirmed consecutive cartridge alarms and decided to replace the pump.